Event description:
In late 2008, the pt reported that for the last few months when she changes the insulin cartridge of her infusion device she receives the e10 (cartridge error) message. She received an e10 again tonight and has switched to her backup infusion device. She stated she thinks she spilled insulin into the cartridge chamber of her primary device. She said the piston rod makes a grinding noise, and she has to "fiddle" with the device before she is able to prime. To troubleshoot, the pt tried twice to complete the change cartridge procedure, but received the e10 error both times. She stated she thinks this has affected her blood glucose, as about a month ago she had a reading of 600 mg/dl. Symptoms of elevated blood glucose are fatigue, nausea, and having ketones. She corrected her reading by taking insulin via injection. She stated she had never changed the adapter or battery cover on her device. Complimentary adapters and battery covers were sent to the pt. On follow up with the pt five days later, she stated she received her replacement device and her readings are doing better. Product was replaced and requested to be returned for evaluation.